Event description:
It was reported that there were stored episodes on this subcutaneous implantable cardioverter defibrillator (s-ICD) system with noise, oversensing, and multiple inappropriate shocks. Technical services (ts) analyzed device episode data. There were multiple episodes over the past several years with noise, t-wave oversensing, and smart pass becoming disabled due to low amplitude r-waves. This occurred while programmed to the secondary vector. Ts discussed troubleshooting including device interrogation and reprogramming. It was noted that this system was interrogated then reprogrammed to the secondary vector. Isometrics were performed with no noise recreated. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.